Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasion in right eye 2 weeks post treatment. Patient reported being hit in the eye while playing basketball. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain in right eye. Patient reported symptoms are not interfering with daily activities. A bandage contact lens was inserted. Bcva from (B)(6) 2015: right eye pre-op 20/15 -6.00 x -.25 x 173; left eye pre-op 20/15 -5.75 x -.50 x 5. On (B)(6) 2015 account reported that epithelium was completely healed and the bandage cl was removed. Patient reported pain diminished and the eye returned to normal in 2-3 days after the occurrence of the abrasion.